Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. Two devices and a photo were available for evaluation. Visual inspection noted the bag was separated from the ring and uncinched. It was reported that the bag was torn at the seam. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue can occur if the plunger was retracted after bag deployment before the bag was completely cinched by pulling the green ring. This premature retraction causes undesirable bag detachment. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure the device bag was torn. There was no patient injury.